Event description:
In 2000 a nellcor puritan bennett employee received info reporting an issue with a 740 ventilator. Customer alleged that smoke appeared from the right side of the unit. The unit alarmed and subsequently ceased ventilation. No pt harm or change in therapy was reported.